Event description:
As reported to coloplast though not verified, patient experienced chronic urinary tract infections, urinary leakage, pelvic pain, leg pain and recurrence of incontinence.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.